Manufacturer narrative:
The subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. The reported event indicates that two deployment attempts were made, but due to the implant depth, the valve was recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that there was difficulty while attempting to recapture the valve. The nosecone of the delivery catheter system (dcs) was noted to be stuck. The dcs was unable to fully recapture the valve; however, the valve and dcs were withdrawn from the patient. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Based on the limited information available, the cause of the difficulty recapturing cannot be determined. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} image review: one static image and two media files were provided for review. Fluoroscopic valve load inspection was performed; however, proper visualization was not possible. The imaging was very poor, and it is very difficult to confirm the load, thus, the valve check is inconclusive. Of note, slowly rotating the capsule 360° while using ap is needed, high resolution imaging at increased magnification for the inspection. It was reported that fully recapturing the valve was not possible. Further attempts were made to recapture the valve, and it is noted that the capsule was not fully closed. Evidence supports that a new valve was used for the procedure. Of note, fluoroscopic valve load inspection of the new valve was also inconclusive. Since fluoroscopic valve load inspection was inadequate, it is not possible to rule out that a possible misload might have contributed to the inability to fully recapture. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, two deployment attempts were made, but due to the implant depth, the valve was recaptured. It was reported that there was difficulty while attempting to recapture the valve. The nosecone of the delivery catheter system (dcs) was noted to be stuck. The dcs was unable to fully recapture the valve; however, the valve and dcs were withdrawn from the patient. A new valve was implanted using a new dcs. The event resulted in a 6-minute procedural delay. No adverse patient effects were reported.